Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure analysis: unit received with the lock has rotational and lateral movement and a residue buildup is present. Unit had new components added to replace worn internal parts. General maintenance and cleaning was performed. Root cause analysis: the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that the locking mechanism on mayfield modified skull clamp (a1059) was loose and does not secure properly. The device was used for a cranial vault reconstruction. There was a 20 minute delay in surgery with no patient injury as they troubleshoot the device and tried to fix the issue. Product problem was discovered before positioning the patient.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.